Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at distal yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding broken energy cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was requested to be returned for failure analysis evaluation. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken energy cable. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information related to the event, but no further details were available.